Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 118 and 273 mg/dl. The customer's expected fasting blood glucose test result range is 79 to 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/22/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer state that she was concerned with all the readings stated above, and that all readings were taken within 1 minute of each other. The results, dates and times are subjective to the customers records. The customer states that the meter has been reading erratically and she is uncomfortable with results. She states her normal range is 79 - 90 mg/dl. The customer state that she is of good health and not experiencing any symptoms of low or high sugar. The customer did refuse to perform a back to back test. The customer did refuse a replacement meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 118 and 273mg/dl. The customer's expected fasting blood glucose test result range is 79 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/22/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 273mg/dl (B)(6) 2017 12:00 am fasting: yes, 118mg/dl (B)(6) 2017 12:00 am fasting: yes, 142mg/dl (B)(6) 2017 12:00 am fasting: yes. Memory concerns: the customer state that she was concerned with all the readings stated above, and that all readings were taken within 1 minute of each other. The results, dates and times are subjective to the customers records. The customer states that the meter has been reading erratically and she is uncomfortable with results. She states her normal range is 79 - 90mg/dl. The customer state that she is of good health and not experiencing any symptoms of low or high sugar. The customer did refuse to perform a back to back test. The customer did refuse a replacement meter.